Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082819) on (B)(6) -2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and cyst rupture ('started getting painful cysts that ruptured') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included caffeine;paracetamol (excedrin), ibuprofen and naproxen sodium (aleve). On (B)(6) -2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst rupture (seriousness criterion disability), dysmenorrhoea ("panful and heavy periods"), menorrhagia ("panful and heavy periods"), renal cyst ("have a cyst in my kidney"), abdominal distension ("bloating"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression/psychological injury"), migraine ("migraine headache"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cyst"), ovarian cyst ("ovarian cyst"), back pain ("back pain"), abdominal pain ("abdomen pain"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), abdominal discomfort ("stomach is killing me"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpinge). Essure was removed on (B)(6) -2019. At the time of the report, the pelvic pain, dysmenorrhoea, mood swings, vaginal haemorrhage, anxiety, depression, migraine, nausea, back pain and abdominal pain had resolved and the cyst rupture, menorrhagia, renal cyst, abdominal distension, weight increased, fatigue, adnexa uteri cyst, ovarian cyst, endometriosis, adenomyosis, abdominal discomfort, urinary tract infection and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal distension, cyst rupture, dysmenorrhoea, menorrhagia, renal cyst and weight increased with essure. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, adnexa uteri cyst, anxiety, back pain, depression, endometriosis, fatigue, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils seen on right side, 3 trailing coils seen on left side after placement date of insertion: (B)(6) -2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) -2018: impression: 1 . No evidence of ovarian torsion. 2. Mild prominence of the endometrial stripe which may be related to the phase of the patient's menstrual cycle for which clinical correlation and follow-up may be considered. 3. 1.3 x 0.8 x 1.3 cm simple left ovarian cyst. Computerised tomogram pelvis - on (B)(6) -2018: 1, probable right sided ruptured ovarian follicle with adjacent free fluid. A lytic ultrasound can be obtained for further evaluation. 2, indeterminate cystic lesion possibly originating from the right adrenal gland or exophytic right-sided renal cyst. Further evaluation with MRI is recommended.. Ultrasound pelvis - on (B)(6) -2018: impression: 1. No evidence of ovarian torsion. 2. Mild prominence of the endometrial stripe which may be related to the phase of the patient's menstrual cycle for which clinical correlation and follow-up may be considered. 3.1.3 x 0.8 x 1.3 cm simple left ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia anxiety ,back pain, depression ,migraine quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: all information related to reporters, events, reference section and source documents was added to this case from deleted case: 2019-122142. Events added: uti and vaginal discharge. Event clubbed:depression/psychological injury. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082819) on 31-jan-2019. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and cyst rupture ('started getting painful cysts that ruptured') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included caffeine; paracetamol (excedrin), ibuprofen and naproxen sodium (aleve). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst rupture (seriousness criterion disability), dysmenorrhoea ("painful and heavy periods"), menorrhagia ("painful and heavy periods"), renal cyst ("have a cyst in my kidney"), abdominal distension ("bloating"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression,"), migraine ("migraine headache"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cyst"), ovarian cyst ("ovarian cyst"), back pain ("back pain"), abdominal pain ("abdomen pain"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and abdominal discomfort ("stomach is killing me") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpinge). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, mood swings, vaginal haemorrhage, anxiety, depression, migraine, nausea, back pain and abdominal pain had resolved and the cyst rupture, menorrhagia, renal cyst, abdominal distension, weight increased, fatigue, adnexa uteri cyst, ovarian cyst, endometriosis, adenomyosis and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal distension, cyst rupture, dysmenorrhoea, menorrhagia, renal cyst and weight increased with essure. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, adnexa uteri cyst, anxiety, back pain, depression, endometriosis, fatigue, migraine, mood swings, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils seen on right side, 3 trailing coils seen on left side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: no evidence of ovarian torsion. Mild prominence of the endometrial stripe which may be related to the phase of the patient's menstrual cycle for which clinical correlation and follow-up may be considered. 1.3 x 0.8 x 1.3 cm simple left ovarian cyst. Computerised tomogram pelvis - on (B)(6) 2018: probable right sided ruptured ovarian follicle with adjacent free fluid. A lytic ultrasound can be obtained for further evaluation. Indeterminate cystic lesion possibly originating from the right adrenal gland or exophytic right-sided renal cyst. Further evaluation with MRI is recommended.. Ultrasound pelvis - on (B)(6) 2018: impression: no evidence of ovarian torsion. Mild prominence of the endometrial stripe which may be related to the phase of the patient's menstrual cycle for which clinical correlation and follow-up may be considered. 3.1.3 x 0.8 x 1.3 cm simple left ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia anxiety, back pain, depression, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs, mr and social media received. Reporters information updated. Event: adenomyosis , endometriosis, plaintiff did not undergo essure confirmation test, mood swings, abnormal bleeding (vaginal), anxiety, depression, migraines / headaches, nausea, pain: back , abdominal and pelvic , fatigue, weight gain, paratubal cyst, ovarian cyst were added. Event outcome were updated to recovered. Case became incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 31-jan-2019. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and cyst rupture ('started getting painful cysts that ruptured') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Concomitant products included caffeine;paracetamol (excedrin), ibuprofen and naproxen sodium (aleve). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst rupture (seriousness criterion disability), dysmenorrhoea ("panful and heavy periods"), menorrhagia ("panful and heavy periods"), renal cyst ("have a cyst in my kidney"), abdominal distension ("bloating"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression/psychological injury"), migraine ("migraine headache"), nausea ("nausea"), fatigue ("fatigue"), adnexa uteri cyst ("paratubal cyst"), ovarian cyst ("ovarian cyst"), back pain ("back pain"), abdominal pain ("abdomen pain"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), abdominal discomfort ("stomach is killing me"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpinge). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, mood swings, vaginal haemorrhage, anxiety, depression, migraine, nausea, back pain and abdominal pain had resolved and the cyst rupture, menorrhagia, renal cyst, abdominal distension, weight increased, fatigue, adnexa uteri cyst, ovarian cyst, endometriosis, adenomyosis, abdominal discomfort, urinary tract infection and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal distension, cyst rupture, dysmenorrhoea, menorrhagia, renal cyst and weight increased with essure. The reporter considered abdominal discomfort, abdominal pain, adenomyosis, adnexa uteri cyst, anxiety, back pain, depression, endometriosis, fatigue, migraine, mood swings, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: no trailing coils seen on right side, 3 trailing coils seen on left side after placement date of insertion: (B)(6) 2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: 1 . No evidence of ovarian torsion. 2. Mild prominence of the endometrial stripe which may be related to the phase of the patient's menstrual cycle for which clinical correlation and follow-up may be considered. 3. 1.3 x 0.8 x 1.3 cm simple left ovarian cyst. Computerised tomogram pelvis - on (B)(6) 2018: 1, probable right sided ruptured ovarian follicle with adjacent free fluid. A lytic ultrasound can be obtained for further evaluation. 2, indeterminate cystic lesion possibly originating from the right adrenal gland or exophytic right-sided renal cyst. Further evaluation with MRI is recommended.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. No evidence of ovarian torsion. 2. Mild prominence of the endometrial stripe which may be related to the phase of the patient's menstrual cycle for which clinical correlation and follow-up may be considered. 3.1.3 x 0.8 x 1.3 cm simple left ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: "pelvic pain, menorrhagia anxiety ,back pain, depression ,migraine". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.